Manufacturer narrative:
Section h6 was updated. Section h10: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. An image was provided. The reported problem was confirmed with a visual inspection. A visual inspection of the image was conducted and confirmed the device displayed an "internal error: the system has detected that the application unexpectedly exited" message. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the complaint was visually confirmed, no reasonable cause could be identified based on the received complaint information and investigation results. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Section h4 (manufactured date) was updated. Internal complaint reference: case (B)(4).

Manufacturer narrative:
H10: additional information in d10. H3, h6: the cori ri console, rob10024, (B)(6), intended to be used during surgery was returned for evaluation. The external condition shows moderate signs of wear. The cori writing on the top cover is extremely scratched. Nothing was visually identified that leads to the reported scenario. A visual inspection of the image was conducted and confirmed the device displayed an "internal error: the system has detected that the application unexpectedly exited" message. System version v2.0.2.0, idb installed 2.88, language pack installed optimuslp -v2.0.0.5, current language german. A functional evaluation was performed, and the reported scenario was confirmed. A test case was performed, when reaching the connection screen an internal error message is displayed. When pressing ok on the message it goes back to the home screen. When resuming the case from the home screen the burr selection screen can be reached. When pressing next and internal error message is being displayed again. The hanpiece.json was exported and inspected. There it was found that there was an incomplete handpiece entry. The last entry was removed and the handpiece.json was imported back onto the console. A test case was performed which could be completed without any failures occurring. The internal error did not occur again. A second test case was performed again with no failures occurred. The most likely cause seems to be that the handpiecesettings.json file failed to properly close when data from a new handpiece was being written to it. This resulted in an incomplete data log and prevented the console from reading from or writing to the file. This is related to a known software defect. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The reported software version, cori-v2.0.2, has received the camera software patch for cori-v2.0.1, which was validated per the v&v summary report ((B)(4)). Cori-v2.0.1. Has been validated per the knee tensioner v&v summary report ((B)(4)). A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. Prior escalation actions are not applicable to the scope of the reported complaint. Although no further action will be taken at this time the issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that during set-up for a cori-assisted tka, after burr selection system displayed an "internal error: the system has detected that the application unexpectedly exited" message. They already reinstalled the software, however, the same error still happened; all handpieces passed the internal drill check. Surgery was performed, without any delay, changing to manual procedure. As this happened before, patient was not yet involved.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.